Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device not providing adequate breaths was confirmed. During testing, ventec also observed that the device's exhaled tidal volume (vte) levels were low. Ventec replaced the internal flow transducer (ift) which resolved both issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Event description:
It was reported to ventec that the device's breath rate delivery was not as expected. There was patient involvement associated with the reported event; however, there was no patient harm as a result of the reported issue. No further details about the patient or the event were provided.